Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant medical product(s): femoral component reference number 02-010-06-0240; tibial polyethylene insert reference number (B)(4); tibial tray reference number (B)(4); tibial stem extension reference number (B)(4); patella component reference number (B)(4); stem extension reference number (B)(4); femoral augment 1 catalog reference number (B)(4); femoral augment 2 catalog reference number (B)(4); tibial cone 1 reference number (B)(4).

Event description:
It was reported via clinical study that the 42 yo male patient underwent a knee irrigation and debridement procedure due to infection. The date of event onset is (B)(6) 2018. The patient¿s outcome was last known as resolved on (B)(6) 2019. There was no case report form information provided.